Manufacturer narrative:
(B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. They attempted a transseptal puncture (tsp), but lost access since the dilator failed to be advanced over the needle. A sweep was done and there were no changes to the pericardium. A second tsp was performed via the superior vena cava in a posterior/inferior position. Left-sided bubbles and pressure were confirmed and a stiff wire was introduced. The stiff wire could not be visualized exiting the sheath, but based on fluoroscopy imaging, they were confident that the wire was in the left inferior pulmonary vein. Trans-septal sheath was then removed and this watchman® access system was advanced against a great deal of resistance and began to ¿bow¿ before traversing into the left side. The pigtail catheter was inserted into the was, but could not be visualized in the la and ¿tinting¿ was visualized on the echocardiogram. Contrast injection was performed through the pigtail catheter revealing that part of the pigtail catheter was extracardiac and part was intracardiac. It was noted that the sideholes on the loop were injecting into the pericardium while sideholes along the body of the pigtail were injecting into the la. The patient was given 50 units of protamine, 20 units of fresh frozen plasma (ffp) and 2 units of blood to reverse the international normalized ratio (inr) and activated clotting time (act). The pericardial effusion was induced with saline through the pigtail catheter. A pigtail drain was placed through the sub-xyphoid, they wired the pigtail drain in the sheath and slowly pull back 200cc of blood, which was circulated through a cell saver. Clots started forming in the drained blood and a blood clot was visualized in the pericardial space on echocardiogram. The clot in the pericardium grew and the patient experienced hypotension and an increased heart rate. A pericardial window with a drain was placed and they evacuated a sizeable clot that resembled a ¿cell-phone sized jello sheath¿. The patient was stabilized and an additional 300 cc of blood was removed via suction and recirculated back to the patient via cell-saver processing. The patient remained stable and was transferred to the intensive care unit (ICU) where they were intubated with a chest tube. The patient was subsequently extubated the same day and remained stable.

Manufacturer narrative:
Device evaluated by manufacturer: the rrturned product consisted of the watchman access system (was). The device was received with a dilator inside the sheath and the valve was closed tightly around the dilator. The device was bloody. The hub, valve, shaft, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. They attempted a transseptal puncture (tsp), but lost access since the dilator failed to be advanced over the needle. A sweep was done and there were no changes to the pericardium. A second tsp was performed via the superior vena cava in a posterior/inferior position. Left-sided bubbles and pressure were confirmed and a stiff wire was introduced. The stiff wire could not be visualized exiting the sheath, but based on fluoroscopy imaging, they were confident that the wire was in the left inferior pulmonary vein. Trans-septal sheath was then removed and this watchman® access system was advanced against a great deal of resistance and began to ¿bow¿ before traversing into the left side. The pigtail catheter was inserted into the was, but could not be visualized in the la and ¿tinting¿ was visualized on the echocardiogram. Contrast injection was performed through the pigtail catheter revealing that part of the pigtail catheter was extracardiac and part was intracardiac. It was noted that the sideholes on the loop were injecting into the pericardium while sideholes along the body of the pigtail were injecting into the la. The patient was given 50 units of protamine, 20 units of fresh frozen plasma (ffp) and 2 units of blood to reverse the international normalized ratio (inr) and activated clotting time (act). The pericardial effusion was induced with saline through the pigtail catheter. A pigtail drain was placed through the sub-xyphoid, they wired the pigtail drain in the sheath and slowly pull back 200cc of blood, which was circulated through a cell saver. Clots started forming in the drained blood and a blood clot was visualized in the pericardial space on echocardiogram. The clot in the pericardium grew and the patient experienced hypotension and an increased heart rate. A pericardial window with a drain was placed and they evacuated a sizeable clot that resembled a ¿cell-phone sized jello sheath¿. The patient was stabilized and an additional 300 cc of blood was removed via suction and recirculated back to the patient via cell-saver processing. The patient remained stable and was transferred to the intensive care unit (ICU) where they were intubated with a chest tube. The patient was subsequently extubated the same day and remained stable.